Event description:
The account was lifting, a patient weighing (B) (6). It was reported that a loop on the sling broke and the patient fell, resulting in a head laceration. The incident occurred on (B) (6) 2008, but we were not notified until now.

Manufacturer narrative:
The incident involved a resident while being transferred with a patient lift. The resident is approximately (B) (6). He has parkinsons disease. As he was being transferred, the white loop on the sling apparently broke, causing him to fall. He suffered a laceration on his head requiring five staples. The sample was evaluated. The sling is in good condition. There are three straps on each of the extensions of the sling. All stitching is intact and shows no signs of wear and tear. All straps except for one of the white straps are in very good condition. There are no signs of wear or fraying. The one "torn" white strap has sewing stitches which are intact and show no evidence of stress/tension. One piece is straight with little to no fraying and looks as through it was cut. The other piece has significant fraying across the entire width of the strap. It is difficult to determine a root cause. If tension and fraying had occurred on the strap over time, we would have expected both ends of the "tear" to show signs of this and stitching would have been deformed on both pieces. At this time, no conclusion can be drawn.